Manufacturer narrative:
Product ID: 377760, lot# n0034669, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0034669, implanted: (B)(6) 2005, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and was not able to increase the stimulation on the implantable neurostimulator (ins) beyond 5.5, but later reported she was able to increase stimulation to 10.5. The stimulation sensation was in the same area but the intensity has decreased; she previously used to require stimulation at 7.5. The patient reported having more nerve pain at night in the last 1.5 to 2 weeks since she slipped and fell down the stairs. Additional information has been requested, but was not available as of the date of this report.